Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type lead. (B)(4). Stim lead/body/conductor/broken/at twist lock anchor site.

Event description:
A company representative (rep) reported on (B)(4) 2016 that a patient's leads were found to be broken during an implantable neurostimulator (ins) replacement for normal battery depletion. The ins was replaced electively, and this occurred on (B)(6). Impedance measurements were taken during the procedure, and it was noted that the leads had elevated impedances. This resulted in the replacement of the leads which were going to be returned for analysis. There were no related patient symptoms reported, and the indication for use was other chronic / intractable pain of the trunk/limbs.